Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the physician reported that air ingress from sheath was suspected and elevation of st segment was observed. After transseptal puncture, the sheath was inserted into the left atrium and the dilator was removed. The coronary angiography (cag) was performed but the air was not observed. Reportedly, nitroglycerine was administered and the st segment was recovered to the baseline. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 6 applications were performed with a balloon catheter on the date of the event with no system notice or issues. The sheath was not returned for investigation. The reported malfunction and adverse event (st elevation) could not be investigated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.